Event description:
Patient arrived for MRI cervical spine. She has medtronic mr conditional (whole body) scs in cervical and thoracic spines, lp shunt, and medtronic pain pump, our facility has scanned patient mr cervical ((B)(6) 2017) before with all documented implants except new implant medtronic synchromed pain pump and had no issues. Mrso ((B)(6)) consulted dr. (B)(6) (radiologist) prior to appt and he deemed it safe to scan patient with new implanted pain pump following mr conditional scs medtronic protocol. Patient set both scs to mr mode (copies were made confirming mr mode and scanned in pt's emr) in front of mrso. Patient was placed on receive only spine coil and was instructed to squeeze "call' ball if she experienced any abnormal sensations including heating. Technologist ((B)(6)) talked to patient before and after each scan and test was completed with no complaints during exam. Patient's scs conditions were met: 1.5 t ge closed MRI using receive only coil, did not exceed 30 minutes total scan time for exam and did not exceed 1.6 w/kg sar per scan sequence (manual states not to exceed 2.0 w/kg sar per scan sequence). After the exam the patient approached mr tech/ mrso ((B)(6)) stating she did feel an abnormal sensation described as "electrical pulse" between the two scs generations located in rt and lt buttocks and then heating into middle of low back. Patient stated it last just a couple of minutes during the 3rd to last scan (this would have been during the lower ax t2 sequence). Tech / mrso asked the patient why she didn't squeeze the ball as instructed and she stated she didn't want to stop the test because she wanted to find out what was causing all hf her neck pain. Mrso and radiologist discussed possible reasons for this: rf is distributed in that area during mr cervical but sar was not exceeded; possible stimulation now that there is a pain pump lead in same area as scs leads possibly looping around each other? Per radiologist this patient should not undergo further MRI's unless benefits outweigh risks. Scs and pain pump physician (dr. (B)(6)) was made aware of incident and patient went to doctor to have lp shunt and pain pump reprogrammed. Ordering physician was made aware of incident as well and other order MRI's were cancelled at this time.